Manufacturer narrative:
(B)(6). The promus element plus ous 3.50x28mm stent delivery system was returned for analysis. Examination of the stent identified stent damage. Stent struts in the mid-section were lifted from the crimped stent position. The undamaged stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. An examination of the tip found no tip damage. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2021. It was reported that crossing difficulties were encountered. Vascular access was obtained via the right femoral artery. The 80% stenosed, 3.5mm x 24mm, concentric, de novo target lesion with a bend of >45 and <90 degrees was located in the severely tortuous and mildly calcified left anterior descending artery. The lesion was predilated with a 2.00 x 12 maverick semi compliant balloon. A 3.50x28mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. A non-boston scientific buddy wire was used to track the stent; however, there was still resistance. The device was removed and the procedure was completed with another of same device. There were no complications reported and the patient status was stable. However, returned device analysis revealed stent damage.